Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the dingus of the imaging system was out of alignment. To resolve the issue, the dingus was adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry door of the imaging system would not open. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The door winch was returned to the manufacturer for analysis. The door winch was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.